Event description:
Patient on dialysis treatment and became unstable requiring a rapid response. Hd catheter placed at 1355 in cardiac cath lab noted to be leaking. Dialysis stopped. Catheter clamped and patient moved to ICU 20 for over the wire exchange of dialysis catheter and vasopressors.